Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, harmonic ace instrument suddenly broke, but it did not cause any harm to the patient, and the broken end has been removed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument piece approximately 12mm x 2.1 mm was found to be broken off. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the tip of the harmonic ace instrument completely detached during a surgical procedure but did not result in any fragments falling into the patient. The instrument was inspected prior to use, and no abnormalities were found. The issue occurred during tissue dissection. The breakage happened in the middle to late stage of the surgery, and no functionality issues were noticed by the surgeon during the procedure. There was no collision with other instruments, and no photographic or video evidence is available for review.